Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
Per medwatch notification, "pulse oximeter new from package, did not read. Troubleshooted monitor and cables, determined to be pulse ox as prior pulse ox was reading. Monitor read with new pulse ox." There was no patient impact or consequence reported.